Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a carotid stenting treatment procedure deployment and removal difficulties occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous right internal carotid artery. There was "all-round" calcification in the 3cm in length lesion. The lesion diameter in the internal carotid artery was 5.5-5.8mm. A filterwire was advanced into the internal carotid artery. Pre-ivus was performed. The lesion was predilated with a 3.0x20mm non-bsc balloon. A carotid wallstent monorail 10.0-24 stent was deployed to treat the target lesion; however, stent "corning" (incomplete expansion) occurred at the distal edge of the stent. Calcification was noted at this corning location. The physician attempted to remove the stent delivery system (sds) from the patient; but it was difficult to remove the system. A 6fr sheath was advanced to the corning location and the sds was successfully removed from the patient. The stent corning location was dilated with a 5.0x30mm sterling balloon catheter; however, the area recoiled. A 8.0x21mm wallstent was implanted in the distal internal carotid artery, overlapping the previously implanted stent. The stents were postdilated with the 5.0x30mm sterling balloon catheter. The stent corning was resolved. No additional patient complications were reported and the patient's status is good.